Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the mobile view station (mvs) would get stuck on a spinning icon and would not boot. The site restarted the system three times, and on the third try, it worked. This issue occurred outside of procedure. There was no patient present when this issue was identified.